Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation, therefore we are unable to determine the root cause of the event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft and pivot pin are missing and were not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that the patient underwent a spinal procedure and the tip of the instrument was broken. The fixation pin was lost. No patient complications were reported.